Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for follow up in clinic. It was noted upon interrogation that the left ventricular lead was not capturing at high output. Additional tests revealed the left ventricular lead had dislodged out of the coronary sinus. The lead was explanted and replaced on (B)(6) 2018. The patient was reported to be recovering.